Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, the customer reported that the pump touch screen was unresponsive; however, the customer declined further troubleshooting for this issue. Customer's blood glucose level was 132 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.